Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr determined that the unit displayed ventilator inoperable alarm when ventilator was unplugged. The reported issue was resolved by replacing internal battery. Operation verification procedure (ovp) was performed on the device and showed passing results. The device was returned to the customer operating to service specifications. The suspect device has been received by carefusion and it is in process to be evaluated. A supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed ventilator inoperable alarm while in use with a patient. The patient was switched to another ventilator and there was no harm to any patient or clinician in association with the reported complaint.

Manufacturer narrative:
Carefusion failure analysis lab technician was unable to verify the customer's reported issue. But the failure is suspected to be related to the customer failing to properly maintain the device as the suspect component is five years past its recommended useable age.